Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The grip tips moved imprecisely in the pitch motion. The grips opened and closed properly. Additionally, the instrument was found to have a loose pitch cable at the proximal end. The housing was removed, and no further damage was observed. This failure likely caused the intuitive motion failure observed. Common causes of the failure mode loose instrument pitch cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.091¿ - 0.125¿ in length and were not aligned with the tube axis. Common causes of the failure mode scratch marks /abrasions instrument main tube are typically attributed to mishandling/misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the prograsp forceps (pf) instrument (part# 471093-11/lot# k10220208 0071) associated with this event has been performed. Per logs, the pf instrument was last used on (B)(6) 2022 on system sk3751. The instrument had 16 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the prograsp forceps instrument moved with unintuitive motion. The prograsp forceps instrument was moving opposite to the surgeon request. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, the prograsp forceps instrument was not following the master's (surgeon) movements. The customer noted the instrument moved opposite the request (master to the right, wrist moved to the left). A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter clarified that the issue was intermittent, occurring twice during the procedure, with the same instrument and same system arm. The instrument was removed and re-installed and then replaced. The drape was not exchanged at any time during the procedure nor is it available for return. The lot number of the drape is not known. Patient information could not be provided.